Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient's system quit working, wouldn't hold a charge and was burning her from the inside out. The patient stated a couple of wires were touching. All implanted components were removed approximately 6 months ago. The patient had up to 15 back surgeries. Additional information has been requested, but was not available as of the date of this report.